Manufacturer narrative:
The device was returned to manufacturer and investigation completed 04-sep-2018. Review of the black box data revealed evidence of a power on reset event dated (B)(6) 2018. Investigation confirmed the presence of moisture corrosion in the battery compartment. The battery compartment was noted to be cracked and leak testing confirmed moisture ingress into the battery compartment at the site of the crack. The returned battery cap was intact and without damaged and secured properly to the pump. With the returned battery cap in place on the pump, the pump powered on normally. Ez-prime steps were successfully completed without any interruption in power. There was no damage, defect or contamination of the pump's interior components. Investigation confirmed the moisture corrosion in the battery compartment, but did not duplicate the alleged intermittent power loss.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the threads of the battery compartment were stripped. There was moisture corrosion in battery compartment and the pump had intermittent power loss. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of a power on reset event. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. The leak test failed due a battery compartment leak. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly. No power interruptions occurred during the investigation. The ¿power¿ complaint was unable to be duplicated. The pump cover was removed and no further moisture ingress was found to the printed circuit board.